Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported that, during implantation of a tritanium posterior lumbar cage, the surgeon penetrated the anterior longitudinal ligament. The cage was left in place. The surgeon has planned additional imaging and angiography.

Manufacturer narrative:
H11: we were provided two possible lot number for the cage, either g2x2 or gneu and we are pursuing clarification from the field. Clarification will be provided in a follow up supplemental report if we get it. H3 other text : device remains implanted.

Event description:
It was reported that, during implantation of a tritanium posterior lumbar cage, the surgeon penetrated the anterior longitudinal ligament. The cage was left in place. The surgeon has planned additional imaging and angiography.